Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported the pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms causing a lead safety switch that changed the polarity from bipolar to unipolar. Review found that the impedance measurement was in the 600 to 700 ohm range with an acute change to greater than 3000 ohms. Further review found that there was noise on the ra channel. Some of the noise was due to minute ventilation oversensing, other noise appeared to be true noise that was due a potential fracture. It was stated that the noise post lss, was likely due to the lead being in unipolar configuration. An x-ray was taken which was inconclusive. The physician believed that the ring conductor may be fractured, however it was not conclusively determined. A revision procedure would be scheduled. The pacemaker and ra lead remain in service and no adverse patient effects were reported.